Event description:
Spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamin, ondansetron (zofran) and trazodone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), pelvic pain ("pain"), discomfort ("I felt extremely uncomfortable"), nausea ("nausea"), abdominal pain lower ("cramping"), asthenia ("I was operating about at about 60% of my normal energy"), vomiting ("vomiting"), inflammation ("inflammation"), depression ("depression"), insomnia ("insomnia"), anxiety ("anxiety"), gastrooesophageal reflux disease ("acid reflux"), urticaria ("unexplained hives"), rash ("rash"), autoimmune disorder ("autoimmune disorder"), fatigue ("extreme fatigue"), multiple allergies ("allergies"), skin disorder ("pimples type bumps on scalp"), headache ("headaches"), loss of libido ("loss of sex drive-pain"), coital bleeding ("bleeding with sex"), feeling abnormal ("brain fog") and perinatal depression ("post partum depression"). The patient was treated with surgery (on (B)(6) 2018 essure was removed). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, discomfort, nausea, abdominal pain lower, asthenia, vomiting, inflammation, depression, insomnia, anxiety, gastrooesophageal reflux disease, urticaria, rash, autoimmune disorder, fatigue, multiple allergies, skin disorder, headache, loss of libido, coital bleeding, feeling abnormal and perinatal depression outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, coital bleeding, depression, discomfort, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, inflammation, insomnia, loss of libido, multiple allergies, nausea, pelvic pain, perinatal depression, rash, skin disorder, urticaria and vomiting with essure. The reporter considered asthenia to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.